Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint was received via a direct call to the emergency support program, with no reported harm or injury to the patient. Dr. (B)(6) contacted support regarding a catheter restriction alarm that occurred during the patient's transport from the cath lab to the ICU. Initial troubleshooting involved reducing augmentation and checking connections, which temporarily resolved the issue, though the alarm recurred. It was explained that such alarms may result from external, internal, or insertion site restrictions or kinks. Dr. (B)(6) was advised to inspect the helium tubing and consider placing a towel roll under the hip to relieve potential insertion site kinks. A screenshot sent by dr. (B)(6) revealed artifact in the arterial waveform, prompting a recommendation for an x-ray to confirm proper catheter placement. The x-ray showed the balloon tip was positioned lower than expected, and dr. (B)(6) planned to consult his attending physician to return the patient to the cath lab for repositioning. The balloon had been inserted via the femoral approach. Based on the description, improper balloon catheter positioning during initial femoral insertion or migration of the intra-aortic balloon (iab) during use, which may have caused mechanical restriction or kinking during patient transport, ultimately triggering the catheter restriction alarms. It is impossible to define the root cause of the failure since the product was no returned for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer requesting assistance with a catheter restriction alarm. Customer stated that the patient had just been transferred from the cath lab to the ICU. During transport, they received a catheter restriction alarm. They troubleshot by decreasing the augmentation and checking the connections. They were able to resume the pump, but the alarm had occurred a couple times. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).